Event description:
In 2009, the patient reported he noticed 2 weeks ago that the characters on the screen of his insulin infusion device were fading out. An attempt was made to help the patient adjust the screen resolution but he still could not make out the characters and segments were missing. He stated the device has not been dropped or exposed to extreme temperatures, moisture or electromagnetic fields. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.